Event description:
Liquid removed from their knee [joint effusion] . Swelling [joint swelling] . Unable to walk [unable to walk] . Extreme pain [joint pain] . Case narrative: initial information received on 16-apr-2019 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 60 years old male patient who experienced liquid removed from their knee, swelling, extreme pain and unable to walk, after he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate, injection at the dose of 6 ml once only via intra-articular route in left knee (with an unknown batch number) for unknown indication. On the unknown date in 2019, the patient experienced extreme pain, unable to walk for a few days, and received a prescription for swelling. He also mentioned that he went to emergency to have liquid removed from their knee to relieve some of the swelling. Final diagnosis was swelling, unable to walk, extreme pain and liquid removed from their knee. Corrective treatment: liquid removed from the knee for swelling; not reported for rest of the events. Outcome: unknown for all the events. Seriousness criteria: intervention required for liquid removed from their knee and swelling. A product technical complaint (ptc) was initiated on 06-may-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 06-jun-2019. No safety issues were indicated in this review. Reporter causality: not reported for all the events. Company causality: reportable for all the events. Additional information was received on 06-jun-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Liquid removed from their knee [joint effusion]. Swelling [joint swelling]. Unable to walk [unable to walk]. Extreme pain [joint pain]. Case narrative: initial information received on (B)(6) 2019 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study "(B)(6)". Patient ID: unknown; country: (B)(6). Study title: (B)(6). This case involves a ( B)(6) years old male patient who experienced liquid removed from their knee, swelling, extreme pain and unable to walk, after he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate, injection at the dose of 6 ml once only via intra-articular route in left knee (with an unknown batch number) for unknown indication. On the unknown date in 2019, the patient experienced extreme pain, unable to walk for a few days, and received a prescription for swelling. He also mentioned that he went to emergency to have liquid removed from their knee to relieve some of the swelling. Final diagnosis was swelling, unable to walk, extreme pain and liquid removed from their knee. Corrective treatment: liquid removed from the knee for swelling; not reported for rest of the events. Outcome: unknown for all the events. Seriousness criteria: intervention required for liquid removed from their knee and swelling. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint was initiated, and results were pending for same.